Manufacturer narrative:
Coding was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2010 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 25-jun-2012, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing dilaudid (hydromorphone) for non-malignant pain. It was reported that the patient was going through withdrawals and they went to their healthcare provider and the healthcare provider said they had no idea what they were talking about. The healthcare provider took a reading on the pump and it read fine but the patient was not getting any medicine. The tubing in the body was 14 years old and patient thought there had to be a pinch or something somewhere. The last time the patient went in to have the pump filled in october they said the pump had shifted which they did not seem to think was a big deal. Patient was recommended to take oxycodone by the healthcare provider. The issue had been going on for 3 days. Patient services emailed local manufacturing representatives. The patient was redirected to their managing healthcare provider. Patient stated they thought a manufacturing representative may have been at the appointment.